Event description:
(B)(6): crts - caller stated for the last 2 weeks the pt. Has had intermittent episodes of a "blinding" sensation and weak legs to the point of the pt. Falling down when he moves his head forward and his ins is on. Caller stated they turned off the ins for 1.5 days and the pt. Had none of those symptoms. Caller stated the pt. Did take a fall on his back while gardening approx. 2 weeks ago and has fallen 2-3 times since then. Caller stated prior to this issue the pt. Was doing very well with pool therapy and gardening. (B)(6): e1a - I saw the patient and did an impedance check and nothing was out of range. I reprogrammed the patient and advised them on postural changes. I also gave the office and the patient my card for any future needs.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).